Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). The customer reported on the portex endobronchial tube that when they tried to plug the end cap; it was difficult. This occured while in use with a patient, but no patient injury was documented.